Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead remains implanted. There were no complications during the procedure.